Event description:
Event description cpi received information that the rate sense portion of this endotak transvenous defibrillation lead was capped due to an insulation break at the is-1 connector. The shocking portion remains active.